Manufacturer narrative:
Initial reporter facility name: the royal melbourne hospital clinical eng material handling bld. Remedial action #: (B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[front display is damaged.]. There was no reported patient involvement.